Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 mother of all board was faulty (moab). A field service engineer replaced mother of all board (moab) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 full of narcotics was failed. The user was able to open two 1x1 cubies; however, they were unable to reinsert them, and the cubies were subsequently displayed as duplicates. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.